Event description:
Resident was found by nurse aide certified (nac) and reported to rn. He was noted to be on his left side with body wedged between mattress and side rail, which was up and locked. Resident's left arm was inserted through verticle side rail, head also through verticle side rail in a dependent position; so as to put direct pressure on the resident's larynx. Extricated resident with assistance of 4 people. He was non-responsive, 0 movement, 0 respirations, eyes open with pupils fixed and dilated, tongue protruding, lips blue, 0 heart rate. Attempts to ventilate unsuccessful. Medical examiner was notified via telephone and removed the body.